Event description:
The report received from (B)(4) study states that approximately seven months post-procedure, the patient suffered an anterior wall myocardial infarction. The patient is a (B)(6) male with a history of hyperlipidemia, history of smoking, diabetes mellitus, non q-wave myocardial infarction (mi), coronary artery disease, coronary percutaneous revascularization, and hypertension who was enrolled in (B)(4) study. In (B)(6) 2004, the patient underwent stenting of the distal right coronary artery (rca) with a 3.5x13mm cypher stent, and coronary angioplasty and stenting of the mid right coronary artery with a 2.5x23mm cypher stent. It is unknown if the stents were overlapping. The carotid stenting index procedure took place on (B)(6) 2009. The target lesion location was the ostium of the left internal carotid artery (l6). The rate of stenosis was 99%. The length of the lesion was 20mm. The lesion was pre-dilated. An angioguard (501814rmc / lot 71008504) distal protection device was successfully deployed distal to the lesion and a precise (pc0840rxc / lot 14022146) stent was successfully placed at the lesion. The filter basket was removed and the procedure was successfully completed. There was no reported injury to the patient. The patient was discharged the next day.

Manufacturer narrative:
Approximately seven months post-procedure, the patient returned to the ER with severe hypertension and shortness of breath. The patient was given IV nitroglycerin. The patient was also placed on bipap for respiratory distress. Chest x-ray showed pulmonary edema. The principal diagnosis was an acute anterior myocardial infarction. Secondary diagnosis was congestive heart failure with pulmonary edema and respiratory failure. An EKG showed anterior segment st elevation. During this admission the patient underwent left heart catheterization which showed severe diffuse disease in the proximal 2/3rd of the left anterior descending (lad ) artery with a focal 99% stenosis of the proximal lad. Left main normal ramus which bifurcated immediately. Bifurcation closer to the lad had diffuse disease throughout the proximal quarter with up to 70-80% severity. The right coronary artery had 70% mid vessel stenosis and the stent in the distal portion of the vessel was patent. The stent in the proximal portion was not visualized. Ejection fraction was 40-45%. The patient underwent angioplasty of the lad and was consulted for possible CABG. The patient was started on coreg and ace inhibitors and weaned off bipap. The patient was discharged four days later. Concomitant devices: unknown. Concomitant products: aspirin, clopidogrel, heparin, coreg, IV nitroglycerin, bipap, ace inhibitor, aldactone, lasix, coumadin, lovenox, plavix. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00193 and 3003742446-2010-00194.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced restenosis and an acute anterior myocardial infarction seven months after the index procedure. The patient's medical history is significant for hyperlipidemia, smoking, diabetes, hypertension, coronary artery disease, and coronary artery percutaneous intervention. In (B)(6) 2004, the patient underwent stenting of the distal right coronary artery (rca) with a 3.5x13mm cypher stent, and coronary angioplasty and stenting of the mid right coronary artery with a 2.5x23mm cypher stent. It is unknown if the stents were overlapping. The vessel/lesion characteristics are unknown. The patient had a precise carotid stent successfully implanted in the left internal carotid artery in 2009 and was discharged the following day. Approximately seven months post-procedure, the patient returned to the ER with severe hypertension and shortness of breath. The patient was given IV nitroglycerin. The patient was also placed on bipap for respiratory distress. Chest x-ray showed pulmonary edema. The principal diagnosis was an acute anterior myocardial infarction. Secondary diagnosis was congestive heart failure with pulmonary edema and respiratory failure. An EKG showed anterior segment st elevation. During this admission the patient underwent left heart catheterization which showed severe diffuse disease in the proximal 2/3rd of the left anterior descending (lad) artery with a focal 99% stenosis of the proximal lad. The disease in the lad is related to the cause of the anterior wall mi. The left main was normal with a ramus branch that bifurcated immediately. The bifurcation closer to the lad had diffuse disease throughout the proximal quarter with up to 70 - 80% severity. The right coronary artery had 70% mid vessel stenosis and the stent in the distal portion of the vessel was patent. The stent in the proximal portion was not visualized. Ejection fraction was 40-45%. The patient underwent angioplasty of the lad and was consulted for possible CABG. The patient was started on coreg and ace inhibitors and weaned off bipap. The patient was discharged four days later. Further attempts to clarify the status of the stents in the rca have been unsuccessful and as it is our intent to report conservatively, both of the stents will be captured as a restenosis. The sterile lot numbers for the stents in the rca are unknown therefore a device history report review could not be conducted. Restenosis is a known potential adverse event associated with implanting coronary artery stents. The vessel/lesion characteristics are unknown but review of the information provided suggests that patient factors, such as smoking, hypertension and diabetes may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00193 and 3003742446-2010-00194.